Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with transvaginal hysterectomy, a&p repair, bilateral sacral spinous fixation with graft, sling urethropexy and cystoscopy due to uterovaginal prolapse and sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced severe infections, urinary problems, bleeding, vaginal discharge and urinary problems. It was reported that a pelvicol matrix mesh was implanted into the patient (date unknown).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that pelvicol collagen matrix was used during the same procedure. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.